Manufacturer narrative:
(B)(4). Device available for evaluation.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: a complaints database search and review of manufacturing records did not identify any anomalies. The products and lab report was transferred to bioengineering for review. A report was received stating: the fracture of the stem is visible on the pre-revision x-rays. Pre-fracture x-rays would be required to comment on the implant positioning. The components were returned and have been reviewed in detail within report (B)(4). The report includes the following findings related to the fracture: ¿the fracture surfaces exhibit beach marks over roughly half of the surface, indicating that cyclic loading took place. The geometry of the other half of the fracture surfaces indicates that a brittle overload occurred after the initial cyclic propagation, causing the component to fracture completely.¿ the overload and eventual fracture was likely related to the patient fall noted within the complaint description. With the information available, the root cause could not be determined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
The patient fell going down steps. Felt pain immediately. On admission xray showed fractured trunnion. Had revision surgery two days later.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).